Event description:
The device was used during a laparoscopic hernia repair procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.

Manufacturer narrative:
H6; code 100: dry fired. Visual inspections & results: head rotates, nose shroud cracked/broken, staples in the track, and trigger engaged with precock; yes. Staples in nose; yes (1 formed/2mal. Functional tests & results: cycled instrument; no. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the instrument may have been dry fired causing the staple to jam between the holder and the back of the anvil. The instrument was received with a broken nose weld and with a formed, 2 malformed and 3 twisted staples in the nose. There was excessive damage to the cartridge nose (as though, some extractions from the nose had been made previously). The jammed staples were removed from the cartridge nose, but no further functional testing could be performed due to the broken cartridge nose weld. It was concluded that the instrument may have been dry fired and then refired repeatedly causing the staple jam in the nose and the subsequent breakage of the cartridge nose weld. The instrument is not designed to be fired while not in tissue or a gauze simulation of tissue. Once the staple is formed, there is no media to pull the staple out of the tip of the instrument.